Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter as per IFU. During the procedure the correct temperature was reached. Tumescent and compression was used with vein closure reported. It was reported when the device was removed from the patient the sheath was observed to be melted. There were no patient symptoms or complications reported. There was no additional treatment required or patient injury reported.

Manufacturer narrative:
The procedure was completed when the device was moved from the patient. Image review: one image was returned for evaluation. The returned image shows the introducer was connected the catheter. A fep melt damage was observed on the catheter coil/heating element. The device has been returned to analysis lab pending additional analysis. Device evaluation: the closurefast catheter was returned within its shelf box. Within its shelf box, the device was in a red biohazard bag. The catheter was received an introducer being attached. A visual inspection of the device found the coil portion was bent and the fep was deformed. The fep on the coil was deformed and had a red dried material embedded the fep. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The coil was not exposed. The introducer was melted on catheter resulting in the introducer being unable to be retrieved from the catheter. If information is provided in the future, a supplemental report will be issued.